Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted. The atrial lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.